Manufacturer narrative:
Upon complaint review, it was reported in error in the initial report that it was unknown when the event occurred. The event occurred during pre-surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-testing, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was determined that the device had a cut in the hose, the hose had ruptured and the device failed pretest for visual assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.